Event description:
It was reported that during a da vinci-assisted surgical procedure, there were recurring issues with bipolar energy not firing intermittently. The technical support engineer (tse) reviewed the logs and found no errors. During the first case of the day, there was no bipolar energy with instruments on universal surgical manipulator (usm) 1. The customer swapped cords and tried three instruments and no power. The customer moved the instruments to usms 3 and 4. The instruments worked on those usms but had a 15 second delay in energy to the tissue. Also, the tissue effect wasn't corresponding to the energy setting. The tissue effect was very minimal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated there were multiple intermittent incidents of failed bipolar ports not functioning as intended. Isi technical support was contacted and performed multiple troubleshooting steps but with no resolution. Due to the repeated failure, some cases were able to only use the monopolar ports to complete the procedure with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. The fse replaced the integrated electro surgical unit (iesu) erbe generator due to repeated issues with the bipolar energy. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. The complaint was not confirmed based on failure analysis.